Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient has been experiencing burning at the ins site for over 2 years. Caller stated that patient feels sensation sometimes when walking and sometimes when recharging but it's worse when recharging. Caller stated that patient w ill feel sensation when recharging and then, sometimes, for a few hours after charging as well. Caller stated patient has turned ins off but the burning sensation is still present. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was redirected to have hcp examine patient as this may be related to patient anatomy/ins placement. Tss suggested turning ins off for extended amount of time to see if issue resolves. Caller was going to speak with hcp about the issue. Additional information was received from the rep. The cause of the heating during recharge was unknown and pt has been using the ins per usual. Patient's hcp has put in authorization for a new intellis battery. Rep reported md is trying to get a new ipg replacement approved, no new updates as of(B)(6) 2022. No further information.